Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were any staple formation issues noted in the primary procedure? What was the sequence of the cartridges/colors used to create the sleeve? Was buttressing material utilized in the primary procedure? If so, which product? On which firing(s) of the device was the serosa torn? Describe what is meant by, ¿serosa has been torn?¿ was there a need for repair of the torn serosa? If so, how was it repaired? What symptoms did the patient present with? How was the fistula/leak diagnosed? Did the serosal tear have anything to do with fistula? If not, what does the surgeon believe the cause of the fistula was? Were any staple formation issues noted in the reoperation? How was fistula addressed? What is the current status of the patient?

Event description:
It was reported that after a sleeve gastrectomy procedure, the device worked properly with cartridges gst60g lot p4r97l but the serosa has been torn. Fistula and reintervention d2. The patient stayed in the hospital for fifteen days. Unknown how case was completed.